Event description:
It was reported that a pump could not charge. There was no information provided regarding the impact on the customer's blood glucose level. No further information was available about the outcome of the event.